Manufacturer narrative:
During investigation a soldering error inside the tube adapter was determined which led to a change of the sensor signal. This causes inappropriate stance phase control which caused the occurred event (the joint has problems in the stance and swing phase and remains stiff at times.).

Event description:
The joint has problems in the stance and swing phase and remains stiff at times. The situation cannot be clearly defined.